Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-18663. It was reported that one of the patient's leads had an impedance issue that prevented them from having effective therapy and their ipg was inoperable, it is unknown if the device depleted prematurely. As a result surgical intervention was undertaken wherein the lead and ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.